Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section a4, section h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for post deployment complications as alleged. As per the provided information, hemostasis was achieved by the angio-seal device and no problem was noted until the discharge of the patient. Potential likely causes of the issue could be not following the ambulation guideline provided since there were no complications for over 24 hours post deployment. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Ethnicity: requested, but unknown. Race: requested, but unknown. Explanted date: device was not explanted. Occupation: interventional radiologist. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was used in a uterine fibroid embolization. Patient underwent an ultrasound a guided puncture and using a 5 french sheath insertion with confirmation of the vessel quality angiographically prior to deployment of the angio-seal. Patient had immediate hemostasis. The patient was examined the next morning by a consultant interventional radiologist and no hematoma was present. Patient was discharged. Patient reported a lump in the groin the next day. The patient came to the hospital to be examined and she had developed a small hematoma, confirmed on imaging, but no arterial abnormality on computed tomography angiography (cta) or ultrasound. The collagen from the angio-seal can be seen adjacent to the vessel wall. The patient was not injured, medical or surgical intervention was not required. The event occurred post-treatment. The procedure outcome was completed successfully. Additional information was received on 21 feb 2023: the 5 french sheath size used. It was reported that there was a direct allegation against the device from the clinician that it caused or contributed to the event. No arterial abnormality had been reported and no intervention was required. Patient was not on anti-coagulants. Patient was of good health with no cardiovascular disease. The patient still had a large hematoma at angio seal puncture site on (B)(6) 2023. Patient was not on blood thinning medications. Patient's bp (blood pressure) peaked at 135mmhg during the procedure. It hovered around 100mmhg during the recover.